Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had an "error 4" issue. The pt indicated that alleged meter issue started on the same day, at 3:00 pm. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unspecified date/time after the issue began, the pt reportedly developed symptoms of blurred vision. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, and what actions the pt took before and after the symptoms developed. In addition, it would have been helpful to know what date/time the symptoms developed, what her last blood glucose reading was before the issue began, and what actions the pt took in response to the meter issue. The allege meter issue was not resolved with troubleshooting. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with hyperglycemia after the alleged meter issue began.